Manufacturer narrative:
Concomitant products: t505c223 tissue valve, implanted: (B)(6) 2015. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst noted the blood ingression through the length of the lead suggested the cut happened at time of implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had rising to high thresholds and had fractured. It was further reported that it was thought to be subclavian crush. The lead was explanted and replaced. No patient complications have been reported as a result of this event.